Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. (B)(6).

Event description:
It was reported by a getinge clinical support specialist that while at hospital to do battery review with bio-med and cath lab staff; that the staff member went to ICU to get cardiosave intra-aortic balloon pump (iabp) and was found unplugged. The iabp was plugged in to find both batteries depleted, the battery in bay 2 was listed as unusable, the battery in bay 2 was detected. Clinical engineer was made aware and indicated he would follow up with service. There was no patient involvement, thus no adverse event was reported.